Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient observed an intermittent red heart/connect driveline alarm on the system controller. The patient was asymptomatic and at home at the time of the event. The green pump running symbol on the system controller was not active and was not illuminated for an unspecified period of time. According to the patient, ¿everything is fully connected and locked¿ and the driveline was not disconnected from the system controller. It was noted that a red heart alarm was also reported a few days earlier which only lasted 10 seconds. It was also reported that a tear in the silicone of the of the driveline was repaired with rescue tape during a clinic visit that week. The log file submitted to the manufacturer was evaluated and revealed low speed operation and pump stop events. On (B)(6) 2015, the patient¿s driveline was evaluated by the manufacturer¿s technical services team and no broken wires were found while performing phase interruptor/continuity tests. Submitted x-rays revealed a suspect area at a prior ((B)(6) 2012) percutaneous lead repair site. An external percutaneous lead replacement was subsequently performed after which the pump passed testing.

Manufacturer narrative:
The referenced previous report of an external percutaneous lead replacement is covered under MFR report number 2916596-2012-00461. Approximate age of device - 4 years, 4 months. The replaced portion of the percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains ongoing on lvad support with no further issues reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed. : placeholder.

Manufacturer narrative:
The evaluation of the returned section of the driveline confirmed an issue that would have potentially contributed to the reported event. Approximately 15.5 inches of the external portion/distal end of the driveline was returned for evaluation. There was evidence of a prior distal end driveline replacement and rescue tape was observed at the proximal end of the driveline. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Examination of the driveline revealed breakdown of the braided shield at the terminus of the bend relief that appeared indicative of normal wear for the duration of use. Visual inspection of the driveline did not reveal evidence of mechanical damage. The driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test revealed an area of current leakage along the brown wire that would have resulted in an electrical short. Examination of the brown wire under a microscope revealed a breach to its insulation approximately 0.125" distal to the black shrink wrap from the previous driveline replacement site. The observed wire damage appeared to be the result of repetitive movement. The remaining wires appeared unremarkable. If the exposed conductors of the brown wire contacted the braided shield while operating on a tethered power source such as the power module, the resulting electrical short to ground would have resulted in the red heart alarms and pump stoppages that were confirmed through the evaluation of the submitted log file. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.